Event description:
When putting on the defib patches, the sides did not have enough adhesive to stay stuck to the patient. A different pad was pulled, and it was the same. Staff went through 3 pads before finding one with good adhesive.

Event description:
When putting on the defib patches, the sides did not have enough adhesive to stay stuck to the patient. A different pad was pulled, and it was the same. Staff went through 3 pads before finding one with good adhesive.